Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker is behaving in a manner consistent with a premature battery depletion (pbd). In november 2018, the remaining battery longevity was six years, five months. In august 2019, the remaining battery longevity was three years. In may 2020, the remaining battery longevity was four months. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis confirmed the device was exhibiting characteristics of a premature battery depletion (pbd) condition, with gradual power consumption increasing. A technical services consultant recommended rechecking the device in 90 days or replacing the device in the near future. The device remains inservice. No adverse patient effects were reported. Additional information was received that this device was explanted. No adverse patient effects were reported. This device has been returned, and analysis is pending. Once analysis is completed, this report will be updated.

Event description:
It was reported that the battery of this pacemaker was believed to be depleting prematurely; the estimated device longevity had decreased by more than six years over the course of approximately eighteen months. A copy of device data was preserved and submitted for analysis. Engineering analysis confirmed that the device battery was depleting prematurely. A technical services representative recommended that, within 90 days, either the battery status be re-evaluated or the device be replaced. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was explanted, replaced and returned for analysis. The device has been received for analysis and once analysis is completed, this report will be updated. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this pacemaker is behaving in a manner consistent with a premature battery depletion (pbd). In november 2018, the remaining battery longevity was six years, five months. In august 2019, the remaining battery longevity was three years. In may 2020, the remaining battery longevity was four months. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis confirmed the device was exhibiting characteristics of a premature battery depletion (pbd) condition, with gradual power consumption increasing. A technical services consultant recommended rechecking the device in 90 days or replacing the device in the near future. The device remains implanted. No adverse patient effects were reported.